Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of kugel patch, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: on (B)(6) 2015 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device #1). Per operative notes, ¿a direct hernia sac was dissected free. Then a kugel hernia patch (device #1) was placed in the preperitoneal space and secured to the transversalis fascia using sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there was a small hernia defect noted. Then a perfix plug (device #2) was placed and tacked to the pubic tubercle medially, inferiorly to the inguinal ligament and superiorly to the transversalis fascia using sutures.¿ (note: there was no visualization/mention of kugel hernia patch (device #1). Attorney alleged that the patient had pain, hernia recurrence and emotional injuries.